Event description:
Customer reported needing to go to the emergency room for medically assisted removal of the device. Their doctor stated that the device "was pretty high up there and vacuumed to the side of [the customer's] wall". The customer also reported experiencing abdominal and back pain, but that the symptoms resolved after removing the device. Flex made three good-faith efforts to follow up with the customer in order to obtain additional information; however, the customer failed to respond and so flex was unable to obtain any further information regarding this complaint. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.